Event description:
The customer reported that after a few days of use, air leaked from pilot balloon. The customer reported that the tracheostomy tube may have been replaced with a new tube or may have continued to have been used with the deflated cuff without any medical intervention. The tracheostomy tube was checked prior to use. The tube is not available for investigation.